Event description:
Physcian tried to insert needle into the spinal area and tip (approx 15 mm) broke off and stayed in pt. During a section spinal anaesthesia executed on pt by dr. Insertion cannula, was used, when doctor tried to insert cannula into the spinal area cannula tip (approx 15 mm) broke off and stayed in pt; as the cannula tip is now situated some cm away from the spinal area. Pt is not in danger; doctors have not decided yet if the cannula tip is to remain in pt or will be removed; complaint product will be picked uup by sales person and sent to plant.